Event description:
It was reported that (B)(6) pump ((B)(6)) alarm, double beep cassette, during testing. No patient or clinician injury.

Event description:
It was reported that cadd legacy pump (dbwc) alarm, double beep cassette, during testing. No patient or clinician injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed that no labels were missing and in good condition but scratched screen. During functional testing, the reported complaint was not duplicated. The device was started in application, found no problems found with beeping. Root cause is unknown. Replaced downstream sensor as a preventive measure.